Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the touchpad associated with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported issue but the error/fault was confirmed through system logs. The touchpad was installed into a pca system and powered up at normal mode with good video. The unit passed communication, calibration, touchscreen functionality and ten power cycles without any errors/problems. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the customer experienced a repeated non-recoverable error 71. The site called an intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting and the customer was instructed to perform a power cycle but the issue persisted. At that time, the surgeon made the decision to abort the procedure due to the recurring non-recoverable error 71. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and was unable to reproduce the issue, but the system logs confirmed the issue. The fse replaced the touchpad to resolve the issue.